Manufacturer narrative:
Customer report of unable to zero and inaccurate values was unable to be confirmed. No visible damage was observed from returned unit. Both acumen iq and dpt sensors of acumen iq unit zeroed and sensed pressure accurately on hemosphere monitor. No error message was noticed on the monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing also showed that both input impedances for acumen iq and dpt sensor and output impedances for acumen iq and dpt sensor were within specifications. T zero-offset also met specification for acumen iq and dpt sensor. No leakage or occlusion was detected from the unit during pressure test. The device history record review was not completed as a lot number was not provided. There are manufacturing controls related to the inaccurate values malfunction that include 100% electrical test and qa sampling inspection. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the unit was returned and no defect was found, there is not sufficient evidence to determine a root cause.

Manufacturer narrative:
As reported during use on a patient the acumen iq sensor had abnormally high svri and map values displayed on the nihon kohden monitor. The values were svri 6000 and map 180. Zeroing was performed before use, but since the values were abnormal, the customer attempted zeroing again but it was unable to zero. The pressure waveform had no issue. Only the parameters were inaccurate. There was no occlusion, leak, or kink noted. It could not be confirmed whether there were any error messages. There is no data log available. Patient demographic information was requested but unavailable. There was no allegation of patient injury. The device will be available for evaluation. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review was not completed as the lot number was not provided.

Event description:
As reported during use on a patient the acumen iq sensor had abnormally high svri and map values displayed on the nihon kohden monitor. The values were svri 6000 and map 180. Zeroing was performed before use, but since the values were abnormal, the customer attempted zeroing again but it was unable to zero. The pressure waveform had no issue. Only the parameters were inaccurate. There was no occlusion, leak, or kink noted. It could not be confirmed whether there were any error messages. There is no data log available. Patient demographic information was requested but unavailable. There was no allegation of patient injury. The device will be available for evaluation.